Event description:
A surgeon reported the system shut down without warning during the middle of a cataract surgery. It was reported that the event occurred during the irrigation/aspiration (I/a) phase of the procedure. A company representative was present during the event and noticed that the stand by switch was amber, and when pressed, the system booted up normally. Since the procedure left off during I/a, the surgeon did not have to re-tune the phaco handpiece and the case was completed as planned. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).